Manufacturer narrative:
Additional information was received indicating the patient was in his 70s. As reported, a 3x40mm 150cm saber percutaneous transluminal angioplasty (pta) catheter was inserted as a back-up and inflated after a non-cordis guidewire crossed the lesion, however the balloon ruptured as five (5) atmospheres (atm) during its initial inflation. There were no reported patient injuries. The balloon was replaced with a new saber and the procedure was continued. Then a high pressure balloon catheter was used for the calcified lesion. The procedure was completed by plain old balloon angioplasty (poba). The lesion was the superficial femoral artery with chronic total occlusion (cto). The lesion was calcified and approx. 6 cm. A cross-over approach was made with a non- cordis guiding catheter. The device was stored, handled and prepped per the instructions for use (IFU). The device was prepped normally by maintaining negative pressure. There was no difficulty removing the product from the hoop, nor removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. The device did not kink, or bend and the physician did not feel any resistance. There was some resistance felt while tracking through the vasculature with cto. The contrast to saline ratio was 1:1. The same indeflator was used successfully with other devices. There were no kinks or other damages noted prior to inserting the product into the patient. The balloon catheter was removed easily and intact. The lesion was severely calcified. There was no vessel tortuosity. There was one hundred percent stenosis. The device was not returned for analysis. A device history record (DHR) review of lot 17689090 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (calcified cto) and procedural/handling factors may have contributed to the reported event since calcified/resistant lesions can cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the result of in vitro testing. At least 99.9% of the balloons (with a 95% confidence level) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR review nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, a saber pta was inserted as a back up and inflated after a non-cordis guidewire crossed the lesion, however the balloon ruptured as 5atm during its initial inflation. There were no reported patient injuries. The balloon was replaced with a new saber and the procedure was continued. Then a high pressure balloon catheter was used for the calcified lesion. The procedure was completed by plain old balloon angioplasty (poba). The lesion was the superficial femoral artery with chronic total occlusion (cto). The lesion was calcified and approx. 6 cm. A cross-over approach was made with a non- cordis guiding catheter. The device was stored, handled and prepped per the instructions for use (IFU). The device was prepped normally by maintaining negative pressure. There was no difficulty removing the product from the hoop, nor removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. The device did not kink, or bend and the physician did not feel any resistance. There was some resistance felt while tracking through the vasculature with cto. The contrast to saline ratio was 1:1. The same indeflator was used successfully with other devices. There were no kinks or other damages noted prior to inserting the product into the patient. The balloon catheter was removed easily and intact. The lesion was severely calcified. There was no vessel tortuosity. There was one hundred percent stenosis.